Event description:
A 3 0mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in the proximal left anterior descending artery. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon. The user facility's medwatch states that the stent was deployed with a 1 5mm balloon. The stent remains in the patient's right internal iliac artery. There is no further information available from the facility regarding this event.